Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that meter power issue began on (B)(6) 2014. The patient manages her diabetes with insulin (self-adjuster). The patient denied taking any action in regards to her usual diabetes management regimen in response to power issue. However, the patient did report developing symptoms of ¿nausea and shaky¿ on (B)(6) 2014 at 12pm; two weeks after the power issue started and treated herself with glucose tablets. The patient informed the cca that on or around onset of symptoms she tested with another device and obtained a result of ¿41 mg/dl.¿ at the time of troubleshooting, the customer care advocate (cca) the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendation. The alleged meter power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.